Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10¿15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl and was treated in the emergency room (ER) for diabetic ketoacidosis (dka). The customer was administered medication and an intravenous insulin drip. After 10 hours, the customer left the ER in stable condition with the bg below 200 mg/dl. Initially, the contact and healthcare provider thought the pump was the cause of the event; however, a pump system check was performed and the pump shut down on (B)(6) 2018 due to low battery for 10 hours. The pump gave the proper low battery reminders prior to shutdown. The pump was found to be operating properly. The contact acknowledged.